Event description:
It is reported that the device was revised in 2009, due to the tibial component being significantly loose and medial tibial plateau bone loss. Implant date is unk.

Manufacturer narrative:
This report will be amended when our investigation is complete.